Event description:
The manufacturer's representative reported that she just opened a new tablet and when she turns it on, a white screen appears, then goes to black, and then back to white. The representative stated that she waited for at least five minutes, but nothing happened. The tablet was confirmed to be fully charged with a green charging light. It was also confirmed that the power button lights up when pressed, indicating the table is turning on. The security button had not been pressed. The device was shut down while plugged into the outlet and then turned back on again. When this was completed, the screen once again appeared white, black, then white again. The tablet was returned to the manufacturer and product analysis was performed. An analysis was performed on the returned tablet and the reported allegation that the screen would turn from black to white to black was verified. The cause for the reported allegation is associated with a defective display. Testing of the tablet was able to identify that it was able to power on and off. No further anomalies associated with the tablet were identified during the analysis using a remote monitor, ac adapter, or with the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.